Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 429688 implantable pacing lead - 2013-(B)(6); 507652 implantable pacing lead - 2013-(B)(6). (B)(4).

Event description:
It was reported that at the patient's follow-up visit the patient complained of feeling tired and being short of breath. It was found that the atrial lead had no capture at max outputs and there was no sensing at the most sensitive setting. It was also noted that the loss of atrial pacing and tracking may have contributed to the patient symptoms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.